Event description:
In 2000 an angio-seal device was deployed in the pt's right leg. Nine days post procedure the pt returned to the hosp complaining of right leg pain. A peripheral angiogram was performed and right femoral artery (rfa) occlusion was observed. The pt underwent a surgical embolectomy which included removal of the angio-seal device. During the procedure, the angio-seal device was found to be within the rfa and thrombus was present. The pt remained hospitalized over the next couple of days for observation with no futher incident.